Event description:
It was reported by the technical support coordinator that the product was used in a sigmoid resection. It was reported that the first reload used would only advance approximately 1cm. The caller did not know which product was used to finish the case. There was no consequence to the pt. The customer will contact the rep for returning the product.